Event description:
It was reported that an aborted procedure occurred. A left atrial appendage (laa) closure procedure was attempted using a 33mm watchman laa closure device with delivery system (wds). During preparation, it was observed the closure device was misshapen but able to be properly prepared. The laa was noted to be shallow in depth and adequate placement of the wds through the transeptal puncture site and into the laa was difficult. The closure device was deployed but failed to meet release criteria and was recaptured. The patient became agitated and experienced emesis. The recaptured closure device was removed from the patient and the procedure was aborted. No patient complications were reported.

Manufacturer narrative:
Device analysis: the returned device consisted of a watchman delivery system (wds) with the closure inside the wds sheath. The implant, sheath, hub, core wire and sheath tip were visually and microscopically inspected. The tri cuts of the tip were folded inward and abrasions were present on the inside of the sheath tip. Anchor damage was identified on the closure device. The tip and anchor damage was consistent with deploying, recapturing, and redeploying the closure device in the anatomy. Product analysis confirmed the reported tip damage. Product analysis could not confirm the reported event as clinical circumstances could not be replicated.

Event description:
It was reported that an aborted procedure occurred. A left atrial appendage (laa) closure procedure was attempted using a 33mm watchman laa closure device with delivery system (wds). During preparation, it was observed the closure device was misshapen but able to be properly prepared. The laa was noted to be shallow in depth and adequate placement of the wds through the transeptal puncture site and into the laa was difficult. The closure device was deployed but failed to meet release criteria and was recaptured. The patient became agitated and experienced emesis. The recaptured closure device was removed from the patient and the procedure was aborted. No patient complications were reported.